Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported effective therapy was never established in the patient's original pain pattern of the lower back and bilateral lower extremities. As a result, surgical intervention may be undertaken as the next course of action to address the issue.